Event description:
It was reported that while viewing an examination on a pacs (picture archiving and communications system) workstation, the option to open the pt jacket was selected by the physician operating the device. When the pt jacket appeared on the screen, it reportedly did not belong to the pt whose examination was being reviewed. The physician did not recognize that the pt jacket was not matched to the examination and as a result opened images that were not associated with the pt and provided the pt with an incorrect diagnosis. The situation was identified by the facility and the pt was properly re-diagnosed before any medical procedures or adverse pt outcome occurred. The site has reported that there have been other intermittent situations where the incorrect pt jacket appears in pacs, none of these have been attributed to a misdiagnosis. The situation does not appear to be isolated to any particular workstation.

Manufacturer narrative:
The reported situation is currently under investigation. The situation has been duplicated and when an incorrect pt jacket appears, the pacs system does provide the user with a notice in the jacket header that the jacket does not match the current exam. The pt jacket, although not matched with the current exam, does provide the correct info to the user about its contents, including the pt name and identifier. The contents, if selected, match the pt jacket and display the same name and identifier.